Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the gas valve was leaking on the electronic pt gas system (epgs). There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The gas valve was unstable at 4.7 liters per minute (lpm). The srt replaced the gas valve. With the valve replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.